Manufacturer narrative:
A ge service rep performed an onsite investigation. The power plug was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system shut down during a procedure. This situation is a potential hazard because it results in a loss of functionality. There was no pt injury or death reported.